Manufacturer narrative:
(B)(4). Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade 3.0s, product number: ps210-030s, lot number: unknown, expiration date: unknown, quantity returned: 1, testing performed: device packaging inspection: received in (B)(4) box with brown shipping paper to fill the negative space. Device is in a single bio-hazard bag and no original packaging is included. Lot number and the device name cannot be confirmed with information listed in the gch and the device sent back cannot be confirmed as the reported complaint device. No additional paper work was included. Device visual inspection: device appears to have been used with the suction tubing and cable taped together with blood stains on the tape, hand piece, and dried tissue in the suction lumen of the device. The cable and suction tubing have been cut and the plug connector was not returned. There are signs of the blade coating peeling relating to the description. Both cut and coag buttons have a tactile feel. Functional inspection: not performed as the reported complaint was confirmed via visual inspection. Lhr review: a review of the lhr is not possible due to the lot number being unknown. Investigation conclusion: complaint confirmed: the reported issue contained in gch was confirmed in the laboratory environment. Visual inspection confirmed that the insulation coating on the electrode is peeling. The excessive eschar and tissue build-up within the suction opening likely caused the insulation coating to become compromised resulting in the peeling of the tip coating. An excessive build-up of tissue results in the overheating and eventually peeling of the insulation coating on the electrode. The rf energy is affected by excessive build-up and causes a change to the electrical path causing the energy to be directed to the tissue attached to the device rather than to the patient. When the energy path is directed to the tissue the insulation coating on the electrode experiences high temperature and over time, it is possible for the insulation coating to peel. The complaint will be tracked and trended in gch. A likely cause of the failure is that the electrode was not cleaned according to the IFU recommendations during use, as evidenced by the excessive eschar, tissue build-up which compromised the insulation coating and caused it to peel and flake off. Customers are properly trained for proper use prior to using the peak surgery system which includes reading and understanding the IFU. The IFU outlines proper cleaning and use of the plasmablade and specifically relates to the reported complaint as listed below: lbl-00166 rev. C plasmablade 3.0s IFU precautions and warnings when bending the blade do not exceed a 45° angle. Do not bend more than three times. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger forces to bend the blade do not use forceps as this could damage the device. Unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance. Do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. Prior to use, inspect the peak plasmablade for any defects. Do not use if insulation or connectors are damaged. Take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. Eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. Activation of the hand piece simultaneously while aspirating fluid may alter the path of electrical energy away from target tissue. Reference documents: 42-10-1020 rev. E work instructions for complaint investigations disposable devices 31-10-1369 rev. H product specification and quality plan plasmablade 3.0s <(><<)>(><(>&<)><(><<)>)> 3.0p lbl -00166 rev. C plasmablade 3.0s IFU instructions for use 61-10-0017 rev. H device button tactile test procedure test equipment: no equipment was used to perform the investigation. (B)(4).

Event description:
It was identified by the surgical staff that the coating peeled/flaked/chipped off on 3 devices used during a mastectomy. No scratch pads or anything abrasive were used to clean the devices. In each case another device was utilized to complete the case. Although the coating was reportedly peeling, it was noted that none of the coating actually detached from the device tip or made contact with the patients. All three patients are reportedly doing well with no complications. The customer was not able to provide patient identifying information.